Manufacturer narrative:
The root cause of this complaint was not determined.

Event description:
It was reported that a male patient with an eleos hinge knee replacement presented with a periprosthetic bone fracture of the femur. The expected revision surgery to revise the implanted onkos devices was subsequently cancelled after a decision was made to amputate the operative leg due in part to patient conditions which reportedly include diabetes, regular dialysis, being overweight, and having an open wound on the calcaneus of the operative leg.